Event description:
While using a byte night aligners, patient reported they had visited their dentist for a cleaning and their dentist advised them they would need additional aligners because the bite was too tight. The teeth are straight on their own but are causing pressure on their front teeth and they aren't lined up each other on the bite. The dentist used an intraoral scanner and noticed lots of pressure on their front teeth, much more than 6 months ago.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.